Event description:
Power loc max 20g 1 inch inserted (B)(6) 2023. Suspected lot asgzfc004. Inserted in patient's port, infusing chemo. Found completely separated before y-port. Chemo/blood spill. Reference report: mw5149267, mw5149269.